Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned and investigated by product analysis on 06/15/2017 with the following findings: the data in the black box from the date of the complaint had been overwritten due to continued patient use. On investigation, the pump was powered on and exercised for 24 hours without duplication of loss of prime. The pump was found to be operating as intended without malfunction. (B)(4).